Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted cuts in the insulation, blood/bodily fluid in the outer lumen of the lead due to the cuts, deformed conductor coils, and the helix was retracted with dried blood/tissue present around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited high threshold and high impedance measurements. A surgical revision was performed and the lead was noted to be dislodged. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.